Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
A customer reported an issue with their enteral feeding pump on (B)(6) 2016. Upon triage, it was found that the unit over/under delivered.

Manufacturer narrative:
Submit date: 03/15/2017. An evaluation of the kangaroo epump was performed for the reported condition of the unit over/under delivering. The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Correction: originally reported as: a customer reported an issue with their enteral feeding pump on (B)(6) 2016. Upon triage, it was found that the unit over/under delivered. Section was corrected as this reportable malfunction was reported by the customer.

Event description:
The customer reported an issue with their enteral feeding pump on (B)(6) 2016. The customer reports that the unit over/under delivers.